Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and could not confirm the reported issue of speaker error. The device was found to be working in normal parameters, the sound intensity was compared with other x3 devices for testing purposes and is identical. The reported defect could not be reproduced, even though device was in extended evaluation. As a preventive measure it was suggested to replacing the mainboard and the speaker for the customer, but they declined. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 indicating that the device keeps reporting speaker errors. It is unknown if the device produced audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.